Event description:
A report was received that a pt was burned by his precision charger. The pt's system was later explanted. The pt has since passed away. The pt's physician stated that the cause of death was not device related.

Manufacturer narrative:
The pt's devices will not be returned for eval.